Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar instrument's jaws were bent. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument's wrist does not appear to be unhinged.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a severely bent grip tip. A visual inspection was performed, and the lower grip tip was observed to be severely misaligned from its original position. The offset at the tips was approximately 1.57 mm and the grips were found to be cracked. The offset of the grip tip is likely to cause the dislodged molded insulator. There was no damage to the main tube, snake wrist or housing. Each input disk was manually articulated and no issues were found. The release buttons were functional. Upon visual inspection, the lower molded insulator was found to be slightly dislodged, approximately less than 0.40mm from the grip tips. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.